Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy o2 device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check of the device. The manufacturer's service technician observed error codes speaker failed, power buzzer failed, and therapy buzzer failed events in the device¿s event log. The manufacturer's service technician replaced the device system printed circuit assembly board to address the issue. After replacing the part, the manufacturer's service technician confirmed the issue was not duplicated on the device. The manufacturer's service technician performed the repair test and run-in test, along with the battery and valve checks on the device. The manufacturer's service technician determined that the device was operating properly and it was cleaned.

Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy o2 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.